Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a peritoneal dialysis catheter. The customer reports patient hd had a swan neck curl catheter inserted on (B)(6) 2006. A hole was discovered in the catheter just below the adapter on (B)(6) 2008. The pt was given antibiotics and the tubing was repaired.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.